Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date in 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and removal surgery on (B)(6) 2021. It was reported that the patient experienced burning around the mesh. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date in 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and removal surgery on (B)(6) 2021. It was reported that the patient experienced burning around the mesh. No additional information was provided.